Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 btt short port burst. The hospital reported that the pa injected 20cc of air into the btt short port and the balloon popped. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).